Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was low and customer had a seizure. Customer went to the emergency room (ER) and was administered glucagon, fluids, headache and nausea medication. Customer left ER the same day in stable condition. Contact did not know cause of low bg. Although requested, customer did not upload pump data for review. Recommendation was made for customer to consult with healthcare provider.